Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service tech "the pump alarmed large helium leak subcode 2 and pump off longer than 3 minutes. This occurred after several hours of it running in our shop. The same error was seen by staff while it was on a patient".at the time of this report the customer has been unable to answer additional questions around this issue due to the details being reported as "unknown".

Manufacturer narrative:
(B)(4) the reported complaint for "had alarmed large helium leak subcode 2" is not able to be confirmed. The product was not returned for investigation. According to the attached service report, the field service agent could not duplicate the reported issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via field service tech "the pump alarmed large helium leak subcode 2 and pump off longer than 3 minutes. This occurred after several hours of it running in our shop. The same error was seen by staff while it was on a patient".at the time of this report the customer has been unable to answer additional questions around this issue due to the details being reported as "unknown".